Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user faclity reported an impella cp in a 40 year old male for heart failure support. The pump appears to be broken off at transition from cannula to the outlet. It also torn in the middle. According to the intensive care physician, no force was required to remove the impella. The other half of the pump was discarded.

Manufacturer narrative:
Additional information was received and provided the following event details: the explant took place in the intensive care unit. There was no resistance noted on implant or explant of the device. There was no indication that the pump was caught in any anatomical structures, and according to the intensive care unit, it was a routine removal of the impella. A complex removal was not expected. The investigation is in progress. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information was received and noted infection likely not related to the impella device used. The information was reviewed by clinical. It was determined that the infection was a pre-existing condition and is unrelated to the device. Refer to b5 (event description) for the clinical assessment. Following clinical's review of the event, h1 type of reportable event was updated, requiring correction to serious injury from malfunction. B1 adverse event/product problem and b2 type of reportable event were updated accordingly. Additionally, coding (h6 health effect - clinical/impact and medical device problem) was updated and has been repopulated to ensure alignment between the record and reporting. Correction. B3 date of event was inadvertently reported as occurring after the awareness date in the initial submission. The event date has been corrected accordingly. Correction. D4 catalog number and d4 serial number were updated, corrected accordingly.

Manufacturer narrative:
H6: omitted code a040101 and added code a0401 per a review of the complaint file.